Manufacturer narrative:
An evaluation of the device cannot be performed as the device sent to pathology and was not returned to the manufacturer. Additional information (including x-rays and medical records) has been requested. Should additional information become available, the evaluation summary will be submitted in a supplemental report. Device not returned to the manufacturer.

Event description:
Patient had a successful thr done around 2 months ago. A few weeks ago she fell and dislocated. A closed reduction was done but she began to accumulate fluid in the joint. The physician went in yesterday to check if the implants were stable. Head was removed.